Manufacturer narrative:
Patient's race is (B)(6). The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate. The patient complained of having pain/sore. The implant site was red, inflamed and infected. The implant was placed into the tooth # 14 on (B)(6) 2018 and was extracted on (B)(6) 2018. Patient's symptoms have been relieved after the implant removal. Patient's status was reported to be fine. The patient has type iii bone quality. The patient has no relevant medical pre-existing condition; however, the patient has a history of dental infection (periodontal disease). There was no abnormality noted with the implant itself.